Event description:
It was reported that particulate matter was found in the inner pouch of a vascular probe. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection was performed and revealed a 1.67 mm long black fiber in the seal of the primary (inner pouch) packaging. The fiber dimensions exceeded specification limits. Therefore, the reported issue was verified through evaluation. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.